Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent an electrical cardioversion and upon interrogation the programmer displayed an alert that the device was at -end of service since (B)(6) 2012-. After a software download, normal device function resumed. The device remained implanted.